Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. D4 catalog# is unknown but referred to as cook zdeg d3) denmark, g1) denmark. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to inital reporter: from imaging review in related complaint (B)(4), there may be a focal type 3a endoleak at the junction of the two zdeg grafts in the mid thoracic aorta. This contrast appears to be within the true lumen and does not communicate with the contrast seen in the false lumen. There is a new 51-degree angulation at this junction, not previously seen on the preop or immediate postop CT scan, and this may be causing loss of complete graft-to-graft apposition at the overlap zone. The new angulation could be due to aortic expansion during the interval period. This endoleak does not extend proximally or distally.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). After investigation the event is no longer considered reportable to FDA because nothing indicates that the event is related to a fault condition of the devices and the event is assessed to be a side effect. H6) c22 appropriate term/code not available for side-effect. Summary of investigational findings: from imaging review in related complaint, there may be a focal type 3a endoleak at the junction of the 2 zdeg grafts (complaint devices)in the mid ta (thoracic aorta). This contrast appears to be within the true lumen and does not communicate with the contrast seen in the false lumen. There is a new 51-degree angulation at this junction, not previously seen on the preop or immediate postop CT (computer tomography), and this may be causing loss of complete graft-to-graft apposition at the overlap zone. The new angulation could be due to aortic expansion during the interval period. This endoleak does not extend proximally or distally. No information regarding additional intervention to treat the endoleak was provided. Preoperative cta (computed tomography angiography) dated (B)(6) 2021, postoperative (non-contrast) cta dated (B)(6) 2021 and postoperative cta dated (B)(6) 2024 (44 months) were provided and reviewed by an imaging expert. Per the imaging review " a type b descending thoracic aortic dissection is treated with overlapping zdeg grafts and 2 overlapping zdes stents extending from the lcca to the distal abdominal aorta. At 44 months, there is continued perfusion of the false lumen from the mid descending ta to the terminal re-entry tear at the right iliac bifurcation with moderate compression of the true lumen through this segment. The zdeg grafts appear to have adequate proximal and distal seal within the true lumen and the false lumen perfusion is mostly likely retrograde flow from reentry tears in the abdominal aorta (across the zdes stents) and the large terminal re-entry tear at the right iliac bifurcation. There is now expansion of the mid descending ta to a maximum diameter of 49 mm, likely due to the continued false lumen perfusion. Incidentally, there may be a focal type 3a endoleak at the junction of the 2 zdeg grafts in the mid ta. This contrast appears to be within the true lumen and does not communicate with the contrast seen in the false lumen. There is a new 51-degree angulation at this junction, not previously seen on the preop or immediate postop CT, and this may be causing loss of complete graft-to-graft apposition at the overlap zone. The new angulation could be due to aortic expansion during the interval period. This endoleak does not extend proximally or distally". Per the IFU (instructions for use), endoleak and component separation are known potential adverse event. Based on the complaint investigation and imaging review, it is likely that endoleak occurred due to disease progression. Nothing indicates that the event is related to a fault condition of the devices, the event is assessed to be a side effect. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.